Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified right coronary artery that was 80% stenosed. Pre-dilatation was performed with a 2.5mm balloon. Then a 2.75x15mm xience xpedition was advanced to the lesion and implanted. Standard post dilatation was performed with a 2.75mm nc balloon. Afterwards, a distal edge dissection was noted and a same size xience xpedition was used to successfully treat the dissection. There was good result shown in angiogram with timi iii flow. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.